Event description:
Information was received from a health care professional via a manufacturers representative regarding a patient who was receiving gablofen (concentration 2000, dose 500.3 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. On this report date a pocket fill occurred, the physician inadvertently filled the pocket with 37cc of baclofen instead of the pump reservoir, after he discovered this he did fill the pump reservoir with 20 ml of 2000 concentration baclofen. The patient experienced nausea and sleepiness and was admitted to the emergency department and observed for several hours, after four hours in the emergency department he returned to baseline and was no longer exhibiting symptoms of nausea and sleepiness so was discharged to home. There were no factors that may have led or contributed to the issue. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. Surgical intervention did not occur and was not planned. No further complications were reported.